Event description:
It was reported that after the carotid stenting procedure in the mildly calcified, left internal carotid artery with one xact stent, the patient experienced a stroke with a new, mild focal deficit (weakness and tremor) involving the right leg and arm. There was no treatment provided. Although the CT scan showed no obvious ischemic change, this event may have implied a new, small, subcortical ischemic deficit, possibly embolic in nature, or due to hypoperfusion. Two days later, the patient was discharged home with an almost complete return to normal strength and resolution of the tremor. All symptoms resolved within thirty days. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident, embolism, ischemia, neurological deficit dysfunction, and weakness are known observed and potential adverse events of stenting procedures as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.